Event description:
It was reported by dealer that end user states his tdxsp power chair stops running when there is any little movement if the consumer is sitting in the chair. He also states the chair is getting to where it does not want to restart. Dealer hung up before being transferred to complaint team. The caller has no further information to provide.